Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 26-jan-2023. H6: investigation summary our quality engineer inspected the 1 photo and 1 sample submitted for evaluation. The reported issue of tip breakage was confirmed upon inspection of the sample. Analysis of the sample showed that the tip of the sample was bent. Bd determined that the cause of the failure was associated to our manufacturing process. The root cause for the broken barrel tip was the IV belt was worn and resulted in the tooling movement to be inconsistent and cause the tip of the barrel to hit against the tooling and cause the tip damage. Production records were reviewed, and this batch meets our manufacturing specification requirements. H3 other text : see h10

Event description:
It was reported while using bd¿ syringe with the bd precisionglide¿ needle the barrel was broken. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd¿ syringe with the bd precisionglide¿ needle the barrel was broken. There was no report of patient impact. The following information was provided by the initial reporter: broken barrel.